Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that approx 7 weeks ago 4 channels were short-circuiting. Further testing carried out on (B)(6) 2004, showed that the device has malfunctioned.